Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused. During an unspecified infusion in the pediatric cardiac intensive care unit (pcicu), the patient was reportedly not "clinically improving" despite increases in the continuous infusions through the patient's femoral central venous line. Upon assessment of the set up, the drip rate was noted to be "sluggish and did not draw back". As a result of this event, the medications were all switched to the ij cvl (intrajugular central venous line). During this time, the pump alarms did not trigger to alert "something was wrong". It was further reported the patient experienced "mild/temporary harm"; however, this was not further specified. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.